Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 2.3, lab: 3.2. These results were taken within 4 hours of each other. Pt is not on heparin or lovenox and has not been hospitalized. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism and is not taking any antibiotics.